Manufacturer narrative:
The device will not be returned for investigation as it remains implanted. The investigation is in progress. When the investigation is complete, a supplemental report will be submitted accordingly. Multiple mdrs were reported for this event: #3013450937-2021-00133, #3013450937-2021-00135, #3013450937-2021-00136, #3013450937-2021-00137, #3013450937-2021-00138, and #3013450937-2021-00139.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021. The patient fell due to an unknown reason which resulted in their incision opening. During the revision surgery, the following implants did not appear to be damaged: tibial hinge component, cemented stem 11x152mm, cemented stem 15x152mm, distal femur axial pin, proximal tibial, distal femur, and tibial poly spacer. A washout was performed and no parts were replaced. No additional information regarding this event has been obtained.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021. The patient fell due to an unknown reason which resulted in their incision opening. During the revision surgery, the following implants did not appear to be damaged: tibial hinge component, cemented stem 11x152mm, cemented stem 15x152mm, distal femur axial pin, proximal tibial, distal femur, and tibial poly spacer. A washout was performed and no parts were replaced. No additional information regarding this event has been obtained.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the patient 's fall could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.